Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "capsular rupture" (capsular bag tear, posterior). "Vitrectomy" (vitrectomy). Product problem: "needle detached from syringe" (detachment of device or device component). The customer reported the needle detached from the syringe during surgery. A capsular rupture occurred and a vitrectomy was performed. Add'l follow-up information has been requested. This is one of two reports being filed for the same facility and reporter.